Event description:
It was reported that the device had travel course error during occlusion. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for investigation. It was reported that the device had travel course error during occlusion. Confirmed customer report of ¿travel coarse error¿ with visual inspection during review of device log. Unable to duplicate reported error during occlusion testing because ¿motor not running¿ error occurred. Probable cause due to over-tightening during device service. The device functionality is verified by the device passing completing power-up, plunger travel, occlusion, and flow accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.